Manufacturer narrative:
(B)(4). Damaged pinion axle support, damaged cartridge the analysis results found that the atw45 device was received with the firing mechanism damaged and with a tr45w cartridge reload present. The reload was received partially fired 2/3 and with the lockout spring normal. Furthermore the cartridge deck was noted to be damaged. The firing trigger was noted to be jammed halfway. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found broken. While no conclusion could be reached on what caused the firing mechanism to fail, it is possible that the device was attempted to fire on thicker tissue than indicated or attempted to fire trough a locked reload in previous firings causing an increase of the internal forces resulting in the component yielding. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at (B)(4). The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device could not fire at the eighth firing. Seven white reloads were fired before this event. Changed new device and new reload to complete the procedure. There were no adverse consequences for the patient reported.